Event description:
For a fractured left hip a hohman retractor was used. The tip was weak and it bent. This was a radiolucent retractor, a kind that is not normally kept in the hip set. FDA safety report ID # (B)(4).